Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 24.50. No consequences or impact to patient. (Lens stuck in injector). Method: device work order search. Results: a device work order search revealed there were no similar complaints within the work order. Conclusion: based on the complaint history and device work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai 24.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the injector. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Device evaluation - the product was returned in device tray with the lens stuck in cartridge. Visual inspection found no visible damage to device. Cataract was not reported. (B)(4).